Manufacturer narrative:
Product analysis #: (B)(4): brief description of complaint: service discovered and reported high output on cut 2 during the power verification test. Analysis conclusion: the reported issue of high output on cut 2 was able to be confirmed. The cause of the high output is likely related to software calibration. Recalibrating would restore proper functionality. Due to end of life, the decision has been made to scrap the generator, rather than performing repair. If information is provided in the future, a supplemental report will be issued.

Event description:
Service initiated complaint: servicing discovered and reported that the unit failed the power verification test specifications. The incoming test results indicate that the power verification output on cut 2 was 37 watts, which exceeds the 24w-36w tolerance. There was no patient involvement; therefore, patient information is not applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.